Manufacturer narrative:
A manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. The lot met all release criteria. Per the service and repair facility, it was found that the instrument fired without pressing the trigger. Upon further examination of the device, it was noted that the drive pin on the cannula sled was not properly installed in the sled, it was installed rotated 180 degrees. The root cause is manufacturing/suppler related. The reported event occurred as a result of the reversed cannula sled pit that have prevented the instrument from energizing properly. The investigation is confirmed for self-activation, as the instrument fired without pressing the trigger due to an improperly installed drive pin.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. A follow up was made with the international representative to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The international representative did not have any additional details to provide at this time.

Event description:
It was reported that the device sometimes fires without the fire button being pushed. No patient involvement.